Event description:
The complainant reports the "lateral edge of the hole on the flange' was broken less than one week after use and was discontinued.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.